Event description:
During robotic operative procedure, the plastic hub on the tip of the da vinci hook cautery was noted to be missing. The instrument was removed. A portion of the plastic hub was recovered from the abdomen. Another piece of the hub was not found and presumed to remain in the patient. This re-usable piece of equipment had one 'use' left in its allotted number of uses.